Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer¿s blood glucose level was not reported or declined to answer, but the customer was allowed to continue using the pump since there was no recurrence of the malfunction code after resetting. Technical support provided instructions on resetting the pump and advised the customer to call back if any issues recurred, which the caller acknowledged and understood.